Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found an outdated pcb and power switch, a cracked tank cover and wear and tear damaged line cord, plate clip, and enclosure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water and powered on. It was confirmed that an led was smashed and would not alarm when the alarm was triggered. The front cover was noted to be forced on, smashing the led and the problem source has been determined to be user interface.

Event description:
Information was received that one of the leds is smashed in and it is not alarming. Incident found during routine testing; no patient involvement.